Manufacturer narrative:
A clinical review was completed and it was determined the device caused serious injury related to user error. Dual sequential cardioversion and dual sequential defibrillation are considered off label uses of the device, but both procedures are mentioned in the 2025 aha guidelines. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device delivered a cardioversion shock incorrectly, resulting in the patient converting to ventricular fibrillation. The customer later confirmed they were performing dual sequential cardioversion when the adverse event occurred. The patient was subsequently converted to normal sinus rhythm via dual sequential defibrillation.